Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://www.arthroplastyjournal.org/article/s0883-5403(07)80028-3/pdf. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. It was reported in the journal article "cementless total hip arthroplasty using a porous-coated prosthesis for bone ingrowth fixation" that two of the deep venous thrombosis were in the femoral vein. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that four patients had deep vein thrombosis.